Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent implant of a 2.7 mm/3.5 mm variable angle lcp anterolateral distal tibia plate for open reduction internal fixation of the distal tibia on (B)(6) 2015. Patient walked on extremity and experienced implant failure. Patient underwent revision on (B)(6) 2015 due to broken locking screws. All hardware was removed and ankle was fused. Procedure successfully completed. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.